Manufacturer narrative:
The unspecified umber of devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Additional user training has been arranged for the facility staff to help resolve further issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of spectrum iq pumps alarmed excessive upstream occlusion and air in line alarms during therapy (medication, dose, programmed amount and delivery rate unknown) in the intensive care unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.